Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose at that time was 413mg/dl. Customer unable to troubleshoot stated no problems with the pump at the moment. Customer will call back once alarm occurs in order to troubleshoot. Customer reported no delivery alarm during basal/bolus/ fixed prime. Customer' blood glucose was 544 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.